Event description:
It was reported that the customer called in regarding a button error alarm. Troubleshooting was performed as needed. Customer's blood glucose level was 230 mg/dl. Customer was pushing the up arrow to put in the blood glucose level and she stated that the numbers just kept scrolling around and she could not get it to stop. Customer reported that the button error alarm then occurred. Customer replaced the battery and it seems that the insulin pump was then working okay. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.